Manufacturer narrative:
Intuitive surgical inc. (Isi) received the auxiliary video board (avp) for failure analysis investigation. The unit was analyzed and the error 40068 and 310 were found means a non critical no is not present, missing node: avp3, confirming the fault occurred in the field. Visual inspection: upon visual inspection, no issues were found that would be related to the reported failure. The avp was installed and tested into a golden pca system where the component functioned as expected. System was programed and started up without any error, onsite connection is present and data was uploaded. Ran 20x power cycles with this board, all passed. The avp remained on the test system in normal operation for hours, it performed without an errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the auxiliary video board (avp). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the system taking longer time to power off and giving error message. Live logs were not available. The site informed that they are currently in the middle of procedure. Tse reviewed previous logs and found error 40068 during power off relating to auxiliary video board (avp). The technical support engineer (tse) informed site to check onsite logo at vision side cart (vsc) screen, but site was not able to confirm. The procedure was completed with no reported injury.